Event description:
Pt called lfs alleging that their meter had been reading inaccurately high for approx one month. Pt explained that their readings were consistently above "20.0 mmol/l". Pt explained that they would take extra insulin and become hypoglycemic. Pt would then eat sweets to treat their low symptoms. The customer service rep realized through troubleshooting that the meter had been set in the wrong unit of measurement. The meter was set to read in mg/dl, instead of mmol/l. Pt reported that pt gradually increased their insulin by 10 units based on the high readings. In 2003 pt took 24 units, instead of 14 units, of insulin based on a reading "25.0 mmol/l", which was actually "250 mg/dl". Pt felt unwell, dizzy and became incoherent. Friend called a physician to the house. Prior to the physician arriving, the pt had eaten sweets and had begun to feel better. When the physician arrived, pt tested the pt on their meter and obtained a blood glucose reading of "2.5 mmol/l" (45 mg/dl). No treatment was administered. The physician asked that pt go back to their previous insulin regimen. The customer service rep walked pt through changing the unit of measurement. No products were replaced.